Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist logged into the station and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.